Event description:
The reporter called regarding "jackson perkins tube". The reporter had the drain tube implanted on (B)(6) 2023 during removal of tumor in neck. This device is used for purpose of drainage blood and blood products post surgery. She noticed that the tube did not drain blood as expected. On consultation with the surgeon, an x ray was done and found that the tube was broken. The reporter did not receive any positive response from the manufacturer and do not mind to be contacted for further information.